Manufacturer narrative:
The certas valve was not returned for evaluation (remains implanted) and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
A physician reported that the certas plus valve was implanted to an (B)(6) year-old male patient via l-p shunt several weeks ago with a setting of 4. The valve was used with the silascon lumbar catheter (manufactured by (B)(4), product code: 702-jj). On (B)(6) 2021 the patient complained of a headache and the set pressure was checked. The set pressure was changed from a setting of 4 to a setting of 2. This was an unintended pressure change. The patient has a pacemaker; therefore, MRI images could not be taken. The patient has never approached magnetic force. It was difficult to change the pressure with etk, so the physician changed the pressure to a setting of 5 by operating the magnet directly near the valve. The patient is in the follow up.